Event description:
It was reported that a cadd® cadd-prizm® vip system had ec 10102. There is no report of any patient involvement.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition with missing rear label. Customer's complaint of (B)(4) was verified. The event log was unable to be downloaded. Service found the software at fault and re-installed the software. Use testing was performed. The problem source is the faulty software.

Event description:
Updated information received. No patient involvement, all issues discovered during testing.